Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was stuck on blue startup screen. A technical support specialist repaired the rss (remote smart service) agent; noted that there was no shortcut in the startup folder. Credential manager was enabled on the device, but an older version of the rss agent was previously installed. The tss installed the latest version (4.12) of the rss agent and rebooted the device to confirm that the medication application was auto launched successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the machine was stuck on blue startup screen, cannot log in after rebooting. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.